Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading is 274 mg/dl. Customer tried to treat with bolus. The drive support cap is flush. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.